Event description:
Patient's cadd legacy pump started alarming yesterday and displayed error code llc 1320. Pt has a functioning pump. Pt unharmed. Will replace pump and send return box sn (B)(4). Dose or amount: 47nkm. Frequency: continuously. Route: IV. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.